Event description:
Patient had an zoll (alsius) icy triple lumen catheter in place. Nurse heard a sucking sound, zoll (alsius) machine starting alarm air trap. Nurse paused zoll (alsius) machine, disconnected the zoll (alsius) triple lumen, connected a 10ml syringe, pulled back and had blood return. A new line was placed. Malfunctioned line was removed and inspected. When saline was injected through the balloon line, saline was noted coming out of the proximal balloon indicating the balloon had ruptured.